Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the discharged patients were no longer appearing on the station. A technical support specialist logged into the station and server then confirmed that the samples associated with the discharged patients were no longer visible at the station. The system functioned as intended and the case was closed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es discharged patients were showing in the station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.